Manufacturer narrative:
Additional pro code: qrb a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The lead was not returned by the medical facility. As such, physical analysis has not been conducted in our laboratory. Based on limited information and in the absence of device return, the root cause of the high impedances was unable to be established. Without a physical evaluation, the possibility of a device related issue cannot be excluded.

Event description:
It was reported that the patient had multiple falls unrelated to the spinal cord stimulator (scs). The scs lead displayed high impedances. The patient underwent a revision procedure where the lead was removed and replaced. The lead was damaged upon removal and will not be returned by the medical facility. Post operatively, the patient was doing well.

Manufacturer narrative:
Additional pro code: qrb.

Event description:
It was reported that the patient had multiple falls unrelated to the spinal cord stimulator (scs). The scs lead displayed high impedances. The patient underwent a revision procedure where the lead was removed and replaced. The lead was damaged upon removal and will not be returned by the medical facility. Post operatively, the patient was doing well.